Manufacturer narrative:
This case, with patient identifier (B)(6) (meter with serial number (B)(4)), is related to case with patient identifier (B)(6) (meter with serial number (B)(4)) the event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 16.1 mmol/l (compact meter with serial number (B)(4)) and 8 mmol/l (compact meter with serial number (B)(4)). No adverse event reported. Requested return of suspect devices and strips, and replacement was sent.